Event description:
A complaint was received from a customer that stated when they used excel off brand reagent the glucometer elite system would not count down and give a reading. The display would only flash a f-1 (program number) and a "lo" -- a blood glucose reading less than 20 mg/dl. Not providing a blood glucose result or falsely providing a very low blood glucose result could be a serious medical condition to someone who may adjust medication based on the system result. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was provided bayer/elite strips. The complaint is considered closed for purposes of MDR.